Manufacturer narrative:
Qc prior to and after the event was within the laboratory's established ranges. A field service engineer (fse) went on-site and evaluated the instrument. There were no signs of contamination, but the fse proactively took cultures and then decontaminated the system and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one false high sodium (na) result of 150mmol/l generated by the unicel dxc 800 synchron clinical system. The sample was repeated and a lower result of 139/140mmol/l was obtained and reported outside of the laboratory. There was no affect to patient treatment with regard to this event.